Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc device sensor applicator needle is broken. Due to this issue, the customer was unable to self-treat and subsequently had a seizure and lost consciousness. Paramedics were called, and the customer was provided with unspecified "something to be back up". It was noted that an MRI procedure was also administered. Multiple attempts were made to gather additional information; however, they were unsuccessful. There was no report of death or permanent impairment associated with this event.